Manufacturer narrative:
(B)(4). Report source: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: articular surface size 6 8 mm height, MDR: 0001822565-2022-03532. Additional associated products: 00584200602, tibial component precoat right medial/left lateral size 6, lot#: 63480970.

Event description:
It was reported the patient underwent a revision procedure approximately five years 5 post implantation due to pain. During the revision it was noted that the femoral component had fractured, with significant wear on the bearing. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   H6-component code- suggested code: mechanical g4-femur. Visual examination of the returned product identified sign of use. Femur was fractured. Device was submitted for further analysis. Analysis determined fatigue mode as a failure. Material analysis found to be conforming. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for these items and the reported part and lot combinations medical records were not provided. The complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.